Manufacturer narrative:
Analysis was performed by onsite service personnel. The field service engineer (fse) confirmed the reported issue and tested the alleged device. The results of the analysis were that the device speaker was found defective and needed replacement. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a defective speaker assembly. The issue was resolved by replacing the defective part and the product is confirmed to be operation per its specification. E1: (B)(6).

Event description:
It was reported the device was presented with a speaker malfunction error message and no sound was coming from the device. The device was in clinical use. There was no report of patient or user harm.